Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the insulin on board (iob) is incorrect in keeping the time it is set for. The reporter stated that one min after the duration expired, some insulin remained on board. The reporter stated that the iob duration was set for 3 hours and 7 u bolused and the remaining amount was less than one unit at one minute after the 3 hour duration. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings (insulin on board calculation) issue.